Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry distance vision and the incorrect lens power was implanted. The lens was exchanged for another iol two months later. Additional info has been requested.